Event description:
Boston scientific received information that this patient was admitted to the hospital due to fluttering in his chest. A boston scientific sales representative was called to check the device due to a 4-5 second pause which was observed via telemetry. The representative could see pacing spikes with a qrs complex, then pacing spikes at a slightly faster interval with no qrs complex and then the qrs complex came back. Loss of capture (loc) or oversensing with this left ventricular (lv) lead was suspected. Threshold and impedance measurements were rising. The lv output was reprogrammed to 6.5 volts. Lead testing was performed and no noise could be recreated. The patient was symptomatic with loc and was in complete heart block during the testing. The physician believes there is some unknown noise resulting in oversensing and the observed pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the telemetry strip and agreed that it looks like loc. The caller stated that it was revealed that one of the surface telemetry electrodes was hanging off at one point which could have been why it looked like there was a pause when there likely wasn't. However, the consultant stated that additional testing could be performed. The caller stated that further testing will be conducted and if new information is identified it will be called in to technical services. Attempts to obtain additional product issue details were unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.